Event description:
It was reported when a patient presented in clinic for follow up, fluoroscopy revealed externalized conductors. Patient will continue with routine follow-ups. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.